Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded pacemaker mediated tachycardia (pmt) episodes due to sinus tachycardia. Ventricular tachycardia (vt) was marked at each of the pvp. Oversensing was suspected but technical services (ts) confirmed there was no oversensing present. Programming options were discussed. No adverse patient effects were reported. Additional information was obtained, this device exhibited high out of range pacing impedances.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded pacemaker mediated tachycardia (pmt) episodes due to sinus tachycardia. Ventricular tachycardia (vt) was marked at each of the pvp. Oversensing was suspected, but technical services (ts) confirmed there was no oversensing present. Programming options were discussed. No adverse patient effects were reported.